Event description:
Please refer to manufacturer's report #3004209178-2010-01667 for the following previously reported information: the pt was unable to recharge her device. There were coupling and or communication issues. A different recharger was used with no results. An x-ray confirmed that the device was not flipped and it was not implanted too deep. She was scheduled for a device replacement on (B) (6) 2010 but it was cancelled. She was waiting to be rescheduled. Additional information received indicated the device was replaced on 03/01/2010. The device explanted was model #37711 (B) (4) and not model # 37713, (B) (4) as previously reported. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.